Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
There was some blood leakage around the cervical seal, so the jada was removed [device ineffective] nurse reported the portable suction machine was set to 50 centimeters of pressure (unable to set in millimeters) [wrong technique in device usage process] no additional ae identified and no pqc identified. [No adverse event]. Case narrative: this spontaneous report originating from united states was received from charge nurse referring to a female patient of unknown age via clinical account specialist (cas). The patient's medical history, concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. On (B)(6) 2024, cas spoke with the charge nurse for the operating room and there was discussion about the use of a portable suction machine. Nurse reported the portable suction machine was set to 50 centimeters of pressure (unable to set in millimeters) (wrong technique in device usage process), the uterus did get firm, however there was some blood leakage around the cervical seal (device ineffective), so the vacuum-induced hemorrhage control system (jada system) was removed on (B)(6) 2024. Nurse reported the uterus remained firm and the bleeding was under control, so no additional measures were used (discrepant information reported as treatment was given), and the patient remained stable and was in hospital. No additional adverse event identified (no adverse event) and no product quality complaint identified. Per the cas there was concern over the conversion of centimeters of suction to the recommended millimeters of suction during the use of the vacuum-induced hemorrhage control system (jada system). The patient sought medical attention. Upon internal review, the event device ineffective was considered to be medically significant. Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.